Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ this device can remain permanently implanted.

Event description:
According to the notice received by way of a civil action complaint filed on november 6, 2017 , the patient was prescribed and implanted with an option retrievable ivc filter on or about sometime in (B)(6) 2014 by an unknown physician at (B)(6) hospital. According to the patient, no attempt has been made to retrieve the filter; however, the filter was found to have perforated and is embedded. Argon¿s attorneys are attempting to gather additional information.